Manufacturer narrative:
This report is submitted on june 12, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted for unspecific reasons on oct 11, 2018. Additional information is being sought.